Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Light strip caught fire during an anterior spine case.

Manufacturer narrative:
Examination of the returned light strip confirmed the complaint. The root cause is attributed to blood that dried on the light strip and the surgeon not utilizing the irrigation step recommended in the IFU. Dried blood, being dark, absorbs light energy and can quickly absorb enough energy to cause localized overheating of the light strip. The IFU (instructions for use) pamphlet recommends the irrigation of the light strip when bodily fluids or tissue collect on the surface of the light strip. A search of the complaint database found no additional reports for the light strip overheating or catching on fire for this product code. A preliminary risk assessment was completed on (B)(6) 2016 and determined no increased patient harm. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.